Manufacturer narrative:
(B)(4).

Event description:
The patient was transferred to the hospital from a nursing home due to a return of parkinson's motor symptoms. He experienced severe akinesia and rigidity in the right arm. The inss were interrogated and were found to be turned off. Both of the inss were turned back on and the patient was doing well. His primary care physician was going to manage his medication and devices.

Manufacturer narrative:
Product ID 3389s-40 lot# v011468, implanted: 2006 (B)(6), product type lead product ID 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 3389s-40 lot# v009814, implanted: 2006 (B)(6), product type lead product ID 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).